Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the load process the patient inserted a new ilet insulin cartridge filled with approximately 180 units, and the cartridge cracked in the cartridge chamber without affecting the chamber. Symptoms included no changes in blood glucose. Outcomes included the patient successfully resuming therapy with a new cartridge. Investigation included customer interview and troubleshooting with user education on proper cartridge fill and loading steps. Investigation of this case revealed a cracked cartridge consistent with product damage during insertion, with no device chamber involvement. It was concluded, based on previously established findings for similar reports, that the cause was user handling during loading.